Manufacturer narrative:
Publication added as attachment.

Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: kuo, w. T., robertson, s. W., odegaard, j. I., & hofmann, l. V. (2013). Complex retrieval of fractured, embedded, and penetrating inferior vena cava filters: a prospective study with histologic and electron microscopic analysis. Journal of vascular and interventional radiology, 24(5), 622-630. Doi:10.1016/j.jvir.2013.01.008 complaint conclusion: as noted in the literature publication, kuo et al complex retrieval of fractured, embedded, and penetrating inferior vena cava filters: a prospective study with histologic and electron microscopic analysis; j vasc interv radiol 2013; 24:622630; report a case of 7 fractures within a single optease filter. Six radiographic images and two electron microscopic images were in the body of the literature article noted above. The annotation below the images describes each image. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the information from the images received, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the literature publication, kuo et al complex retrieval of fractured, embedded, and penetrating inferior vena cava filters: a prospective study with histologic and electron microscopic analysis; j vasc interv radiol 2013; 24:622630; report a case of 7 fractures within a single optease filter.